Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation underneath the front therapy electrode. The patient's physician prescribed an antibiotic cream for the irritation. The patient reported that the irritation was clearing up.